Manufacturer narrative:
Taper ii. Device evaluation summary: a visual examination was performed on the returned lap-band with access port I, taper type ii. The port tubing was noted to be separated approximately 1.5 inches from the ss connector. Needle marks were observed on the port septum. One non-penetrating nick/mark was noted on the port tubing at the taper tubing junction. White particles were observed in the non-penetrating nick/mark. The band was observed to be separated in half near the band buckle. White particles were noted on the inner surface of the band shell. An air leak test was performed, and leakage was observed from the band ring and shell where the band was separated in half near the band buckle. A fill inspection test was performed, and no blockage was noted when colored di water was passed through the port septum and tubing. Under microscopic analysis, both ends of the separated band ring and shell were noted to have a striated edges, consistent with damage from a surgical tool. Both ends of the separated port tubing were observed to have striated edges, consistent with a surgical end cut to remove the device. One non-penetrating nick/mark was observed on the port tubing at the taper tubing junction. White particles were observed in the non-penetrating nick/mark. Needle marks were noted on the port septum.

Manufacturer narrative:
Taper unknown. Device labeling addresses the reported event as follows: precautions: it is the responsibility of the surgeon to advise the patient of the known risks and complications associated with the surgical procedure and implant. Adverse events: it is important to discuss all possible complications and adverse events with your patient. Complications which may result from the use of this product include the risks associated with the medications and methods utilized in the surgical procedure, the risks associated with any surgical procedure and the patient's degree of intolerance to any foreign object implanted in the body. Gastroesophageal reflux, nausea and/or vomiting with early or minor slippage may be successfully resolved by band deflation in some cases. More serious slippages may require surgery to reposition and/or remove the band. Immediate re-operation to remove the band is indicated if there is total stoma-outlet obstruction that does not respond to band deflation or if there is abdominal pain. Nausea and vomiting may occur, particularly in the first few days after surgery and when the patient eats more than recommended. Nausea and vomiting may also be symptoms of stoma obstruction or a band/ stomach slippage. Frequent, severe vomiting can result in pouch dilatation, stomach slippage or esophageal dilatation. Deflation of the band is immediately indicated in all of these situations. Deflation of the band may alleviate excessively rapid weight loss and nausea and vomiting. Reoperation to reposition or remove the device may be required. Other adverse events considered related to the lap-band® system that occurred in fewer than 1% of subjects included: esophagitis, gastritis, hiatal hernia, pancreatitis, abdominal pain, hernia, incisional infection, infection, redundant skin, dehydration, gi perforation, diarrhea, abnormal stools, constipation, flatulence, dyspepsia, eructation, cardiospasm, hematemesis, asthenia, fever, chest pain, incision pain, contact dermatitis, abnormal healing, edema, paresthesia, dysmenorrhea, hypochromic anemia, band leak, cholecystitis, esophageal dysmotility, esophageal ulcer, esophagitis, port displacement, port site pain, spleen injury and wound infection. Warnings: patients should be advised that the lap-band ap® system is a long-term implant. Explant (removal) and replacement surgery may be indicated at any time. Medical management of adverse reactions may include explantation. Revision surgery for explantation and replacement may also be indicated to achieve patient satisfaction.

Event description:
Reported as: a patient with the lap-band system experienced nausea, vomiting, epigastric abdominal pain, and pain at port site. Device was removed.